Event description:
During a facial dental procedure (lafont osteotomy), the tip of the bur broke off from the stem. The case was stopped, the tip removed from the patient and disposed. An x-ray was obtained to confirm no remnant remained in the patient. There was a 1/2 hour delay. The case was resumed using another bur of the same catalog number, but a different lot number without any further incident. No injury was reported associated with this event.